Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip and approx two minutes of manual compression. Once the device was removed, one of the locator wings was noted to be broken and one locator wing was bent. The broken locator wing was intact. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the locator wings were initially bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. Although, the device was successfully removed via counter-traction and assertive pull, all of the wings were detached from the distal retaining ring and were secure within the locator. Two pusher fingers were bent. During inspection, witness mark was found on one detent foot on the lateral side, indicating there was an attempt to retract the thumb advancer and tubeset via utilizing the access ports. However, the locking mechanism on the thumb advancer was not released because the access port on medial side was not used. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during removal. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.